Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was in the hospital a few times for diabetic ketoacidosis recently. The reporter indicated that the patient had high potassium levels at the same time as the diabetic ketoacidosis and it was unclear if the high potassium levels caused the high blood glucose or if the high blood glucose levels caused the high potassium. The pump was unavailable for troubleshooting at the time of the call. This report is made based on the indication that the patient experienced diabetic ketoacidosis of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no pump data from the time of the reported event due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.